Event description:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of surgery ('surgical intervention to avoid injury or permanent disability') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (surgical intervention to avoid injury or permanent disability). At the time of the report, the surgery outcome was unknown. The reporter provided no causality assessment for surgery with essure. There is a discrepancy reported in this source: the reporter who reported own death is the patient. Thus, death information was not added to the report. Only the reported seriousness criteria have been added to the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 13-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of surgery ('surgical intervention to avoid injury or permanent disability') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (surgical intervention to avoid injury or permanent disability). At the time of the report, the surgery outcome was unknown. The reporter provided no causality assessment for surgery with essure. The reporter commented: there is a discrepancy reported in this source: the reporter who reported own death is the patient. Thus, death information was not added to the report. Only the reported seriousness criteria have been added to the case. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.